Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an inpact av access was used to treat the right arm cephalic arch. Approximately 10 months post procedure patient suffered right arteriovenous fistula occlusion due to thrombus. The event was treated with percutaneous intervention. Fistulogram with partial clotted fistula in the mid-central aspect, extending through the entire cephalic vein outflow, successful de-clot using tpa dwell, rheolytic thrombectomy, balloon maceration, and pulling of the arterial plug with fogarty balloon, w/ placement of 7 mm x 10 cm viabahn stent in cephalic vein outflow index target lesion was not involved during this procedure. A stent and balloon was used in the cephalic vein outflow, but the lesions in the cephalic vein outflow were not directly treated. A 5x20mm mustang balloon was used to treat swing point lesion. The patient recovered.